Event description:
It was reported that a patient that had a thin built had bruising over their implantable pulse generator (ipg). The patient also experienced erosion at the ipg pocket site and underwent an ipg explant procedure. The physician assessed that the patient also had an infection at the site and was administer antibiotic powder in the ipg pocket site.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: unk , model: sc-8216-70, serial: unk, batch: unk.